Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the surgeon was worried that it could have torn the artery and no staple to control the possible bleeding. What type of procedure was the device used in? Did the jaws cause damage to the artery when fired with no clip (cut, torn, ect)? If yes, how was the bleeding controlled? Please quantify the amount of blood the patient lost in the procedure. Did the patient require a transfusion? If yes, how much blood was transfused? What was the condition of the patient following the procedure ¿ stable, discharged, critical? Please explain.

Event description:
It was reported that during an unknown procedure, the first staple worked then no staple fired on the second attempt to fire. The first then fell off. The surgeon was most upset when the second firing had no staple as he was worried it could have torn the artery but not staple remained to control the possible bleeding. A second device was opened and used and worked well. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.